Event description:
It was reported that the pt complained of pain following surgery. An x-ray examination revealed that the inflatable balloon of the e-kit was left in the pt and subsequently removed.

Manufacturer narrative:
Additional info will be provided once investigation is completed.